Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap was sticking out. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform the unexpected restart error test, prime alarm test, force sensor test, excessive no delivery test and occlusion test or verify compromised force sensor error alarm due to motor error alarm.